Manufacturer narrative:
The technician replaced the CPR valve to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the head of the bed lowered by itself. No pt impact.